Manufacturer narrative:
(B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found that some of the display keys were not working, including the manual breath button. The fsr replaced the membrane and the reported issue was resolved. The unit meets manufacturer's specifications. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that the led buttons on the ventilator are intermittently not working. There was no patient involvement.